Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging damaged label - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing the meter's label print was smeared. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.